Manufacturer narrative:
The device date of manufacture was unknown; therefore, UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device trigger was broken and torn off and the equipment was locked with a trigger broken. It was further determined that the device failed pretest for power with the test bench, triggers for forward and reverse mode and reverse locking mechanism. It was noted in the service order that the device had a broken trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported to have occurred on (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.